Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw1285 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when being pre-flushed prior to placement in the hemooncology department, the PICC catheter was found damaged and saline leaked sideways.